Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies would not open. A field service engineer (fse) checked half height drawer 2.1 and found the drawer opened without pockets configured, though all diagnostic light emitting diodes functioned normally. The drawer chassis was disassembled, rowboard headers and the retractor band connection were reseated, and hardware test application (hta) testing confirmed all pockets were fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the cubbies would not open, the prompt did not time out, and the drawer had to be force closed to cause a failure. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.